Event description:
Taxus express post market surveillance study same case as MFR report#: 2134265-2009-01653. It was reported 243 days following a coronary artery stenting treatment procedure, that the patient returned with in stent restenosis. The index procedure treated the de novo, type c, 100% stenosed 2.75mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre-dilation with a 2.0x20mm unspecified balloon inflated to 14 atmospheres (atm's), and the placement of two overlapping taxus express2 drug eluting stents (2.75x32mm, 2.75x32mm) deployed at 14 and 18 atm's. Post dilation was not performed. Ivus was performed, confirming the stents were well apposed, resulting in 0% residual stenosis. The patient was discharged 2 days later on aspirin and plavix. Two hundred forty three days post the index procedure, the patient returned for a scheduled 9 month follow up visit, and angiography revealed a 75% restenosis in the target lesion. Another angiogram was performed on day 304, no thrombus was found. The physician will "schedule enforcement of a future pci". The outcome was listed as "unchanged" on day 367. The physician listed the event relation to the device as "possibly". The patient continues on aspirin and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.